Manufacturer narrative:
(B)(4)

Event description:
Patient underwent prophylactic generator replacement on (B)(6) 2016. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.843 volts, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 10.180% of the battery had been consumed. The ¿as-received¿ battery voltage was lower than typically observed for the noted consumption value, which is why the pulse generator was opened and additional tests were performed. The pulse generator was opened. A visual assessment on the pcba, performed at the pa test bench, showed possible contaminates on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. The battery measured 2.802 volts and the series resistor measured 0.311mv (31.1ua). The pcba was subjected to a postburn electrical test. Results show that the pcba aborted the postburn electrical test due to a ¿comm err¿. The pcba would interrogate and program at the pa lab bench. Suspecting that the high current consumption was the source for the pcba to abort during the postburn electrical test, a diamond scribe was used to remove the contamination between the copper edges on the trimmed edge of the pcba. The pcba was subjected to a postburn electrical test after each cut on the trimmed edge of the pcba, which produced no change in the pcba behavior. All of the contamination was removed from the trimmed edge of the pcba (the series resistor measured 0.035mv (3.5ua), which produced no change in the pcba behavior. The pcba was setup at the pa lab bench, set to 3 volts, with a 4k ohm load, and programmed to the ¿as received¿ parameters. Observations from a bench oscilloscope showed the pcba had no output; however ¿vboost¿ was pumping up during the ¿on¿ time. No issues were observed with the external components. A generator reset was performed using sensecomm, which resulted with the pcba showing an output. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for the standby mode of operation, and may have been the contributing factor for the ¿abort error¿ during the postburn electrical test (unable to complete software download) and for the lower than typically observed ¿as-received¿ battery voltage for the noted consumption value.